Manufacturer narrative:
This report is submitted on september 02, 2016 by cochlear limited on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced pain and weeping at the implant site as a result of an MRI, subsequently the patient was treated with a topical antibiotics (date not reported).